Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. X-ray was taken and the lead was found to be dislodged. The patient underwent a surgical intervention to reposition the lead, which remains in service. No adverse patient effects were reported.